Manufacturer narrative:
Nurse assist sent an email to the complainant on 30-sep-2024 requesting additional information.

Event description:
Comments included in email received from complainant: I received the recall notice for your products, it was delayed as it was sent to our old address. I ended up with two additional surgeries as a result of an infection and was using this on my foot three times a day.

Event description:
Comments included in email received from complainant: I received the recall notice for your products, it was delayed as it was sent to our old address. I ended up with two additional surgeries as a result of an infection and was using this on my foot three times a day.

Manufacturer narrative:
Based on the information provided and the investigation conducted nurse assist is unable to substantiate the complaint as being caused by our product. A device was not returned for analysis and multiple attempts to contact the complainant and obtain additional information were unsuccessful. There is no clear evidence to reasonably suggest that a stericare solution may have been a cause of the reported event and resulting harm (infection).